Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stent placement procedure performed in 2009 . According to the complainant, the ultraflex covered esophageal stent was placed successfully to treat tumor ingrowth within two previously implanted bsc stents. However, upon verifying with the scope, it was noted that the stent flare loop wire was missing and two sections of the stent flare had unraveled and were "blocking the route". The delivery system was removed and the procedure was completed with a cre (controlled radial expansion) balloon dilation. The patient's condition at the conclusion of the procedure was reported as "no problem". The 2 bsc stents previously implanted are reported under MFR #s:3005099803-2009-06145 and 3005099803-2009-06146.

Manufacturer narrative:
Stent unraveled. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.